Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'accuracy and safety of fluoroscopic guided percutaneous pedicle screws in thoracic and lumbosacral spine' in spine volume 40, number 17, pp e954-e963, was reviewed. This was a retrospective evaluation study. Subjects were chosen from 2 centers: european data from the university medical center hamburg-eppendorf, germany and asian data from the university malaya medical centre, malaysia. The study duration is between jan 2008 and dec 2012. The percutaneous screws used were the mantis system. In total, 2000 percutaneous pedicle screws from 273 patients were analyzed: 1290 screws from 183 european patients and 710 screws from 90 asian patients. The mean age was 59.1 ± 15.6. There were 140 male patients and 133 female patients. Screws with perforations were classified into 2 types of grading systems. For medial, lateral, superior, and inferior perforations, the pedicle perforations were assessed using a classification initially described by gertzbein 13 with modification by rao et al 14 (grade 0: no violation; grade 1: less than 2 mm perforation; grade 2: 2¿4 mm perforation; and grade 3: more than 4 mm perforation). For anterior perforations, the pedicle perforations were assessed using a modified grading system (grade 0: no violation, grade 1: less than 4 mm perforation; grade 2: 4¿6 mm perforation; and grade 3: more than 6 mm perforation). Grade 2 perforations were considered perforations with possible complications. Grade 3 perforations were considered critical perforation with high risk of early or late complications. Despite a total perforation rate of 9.4%, majority of the perforations were grade 1 (7.5%). The perforation rate for grade 2 was 1.6% and for grade 3 was only 0.3%. There were only 5 grade 3 perforations among a total of 2000 screws inserted percutaneously. These grade 3 perforations were 2 anterior, 2 lateral, and 1 medial in direction. Only 1 grade 3 perforation led to a postoperative complication. It was the grade 3 left l5 medial perforation which caused a mild left l5 radicular pain. It subsided with medications and was treated conservatively. Perioperative and intraoperative complications that occurred but not related to screw breach were not included. This report captures 187 perforations.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'accuracy and safety of fluoroscopic guided percutaneous pedicle screws in thoracic and lumbosacral spine' in spine volume 40, number 17, pp e954-e963, was reviewed. This was a retrospective evaluation study. Subjects were chosen from 2 centers: european data from the university medical center hamburg-eppendorf, germany and asian data from the university malaya medical centre, malaysia. The study duration is between jan 2008 and dec 2012. The percutaneous screws used were the mantis system. In total, 2000 percutaneous pedicle screws from 273 patients were analyzed: 1290 screws from 183 european patients and 710 screws from 90 asian patients. The mean age was 59.1 ± 15.6. There were 140 male patients and 133 female patients. Screws with perforations were classified into 2 types of grading systems. For medial, lateral, superior, and inferior perforations, the pedicle perforations were assessed using a classification initially described by gertzbein 13 with modification by rao et al 14 (grade 0: no violation; grade 1: less than 2 mm perforation; grade 2: 2¿4 mm perforation; and grade 3: more than 4 mm perforation). For anterior perforations, the pedicle perforations were assessed using a modified grading system (grade 0: no violation, grade 1: less than 4 mm perforation; grade 2: 4¿6 mm perforation; and grade 3: more than 6 mm perforation). Grade 2 perforations were considered perforations with possible complications. Grade 3 perforations were considered critical perforation with high risk of early or late complications. Despite a total perforation rate of 9.4%, majority of the perforations were grade 1 (7.5%). The perforation rate for grade 2 was 1.6% and for grade 3 was only 0.3%. There were only 5 grade 3 perforations among a total of 2000 screws inserted percutaneously. These grade 3 perforations were 2 anterior, 2 lateral, and 1 medial in direction. Only 1 grade 3 perforation led to a postoperative complication. It was the grade 3 left l5 medial perforation which caused a mild left l5 radicular pain. It subsided with medications and was treated conservatively. Perioperative and intraoperative complications that occurred but not related to screw breach were not included. This report captures 187 perforations.